Manufacturer narrative:
Information contained in this report was previously submitted through psr on 08/18/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge, patient's concern with the product, and rupture.

Event description:
Patient reported having "nipple discharge (fluid)." Healthcare professional later reported "exchange due to patient¿s concerns with the product" and rupture. This represents the right side. Device has been explanted.